Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pulled back. Additional information indicated that the sensing of this right ventricular (rv) lead had dropped. Furthermore, there was also threshold measurements increased. This right ventricular (rv) lead was repositioned and remains in service. No adverse patient effects were reported.